Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact was recorded. The customer was assisted in attempting to load a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support arranged for a pump replacement and the customer planned to use multiple daily injections (mdi) as a backup therapy.